Manufacturer narrative:
The device was received for evaluation. During evaluation the number 5 key was found not operating. The cause was identified to be that the key was worn out due to excessive use. The keypad requires replacement to address this issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the number 5 button on the keypad was found not operating. No additional information is available.